Event description:
During the last night, the patient began experiencing increased spasticity and believed that the pump was malfunctioning. There were no audible alarms. The patient was in the ER (emergency room) and had congestive heart failure, low sodium and potassium levels, and was breathing rapidly, but their blood pressure was good. The patient had ¿a lot of problems and today they are not awake or alert¿. There had been no recent pump programming changes. The device system was delivering fentanyl and baclofen. The interventions and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8575, lot# n0053414, implanted: 2007 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).